Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched. It was unknown at the time of the initial complaint if the screen could still be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015 device evaluation:the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during testing, the display lens was found to be scratched. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored.